Event description:
It was reported that during the implant procedure the implantable pacing lead (ipl) tip was unable to retract due to possible over rotation by operator. The ipl was removed and replaced with another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).